Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intra-ocular lens (iol) implant procedure, patient experienced halo glare strongly though 2 months have passed after surgery. Explant has been planned. New information has been received includes personal life was affected by halo and glare to the extent that refrained from going out at night, lens was explanted at secondary procedure.

Manufacturer narrative:
The product was returned for analysis, the reported complaint cannot be confirmed. Iol returned wrapped in surgical fabric. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is intact. The optic is cracked/fractured, one crack/fracture is in the centre of the iol, the iol is also scratched/marked-rejectable with loose fibers and particulate. We are unable to determine the root cause for the reported complaint. The IFU states that some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light(starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal ils, there is a possibility that visual symptoms may be significant enough that the patient will request explant of the multifocal iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).